Manufacturer narrative:
Analysis found external insulation abrasion at 19.5cm from the connector pin. This abrasion is consistent with friction to the ICD can. Insulation abrasion at 4cm to 9cm from proximal end was also found.

Event description:
The lead was explanted due to high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.